Manufacturer narrative:
Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that there was an error appearing on the machine when they tried to use the foot pedal. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the unit has a broken housing, minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The shipment/storage damage was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the vapr vue wireless footswitch device generated an error message during use. During in-house engineering evaluation, it was determined that the device had a broken housing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.